Event description:
During a percutaneous transluminal angioplasty to the superficial femoral artery (sfa) , a balloon rupture occurred. There were no anomalies noted during product inspection or when prepping device. The physician deployed a stent and uses the reported balloon (savvy) for post-dilatation; however balloon was reported to have ruptured below its nominal pressure. Indeflator device was used for balloon inflation. There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty and exchanged for another savvy balloon to end procedure successfully. There was no adverse consequence to the patient. As per contact, there are no add'l pt, vessel, lesion, or procedural info available.

Manufacturer narrative:
This product has been returned for evaluation and testing, however, the engineer's report is not yet complete.